Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2018, an adverse event occurred. The patient stated the patient had been having high blood glucose levels that she was having difficulty controlling. The patient¿s mother had been in contact with their doctor in regard to this and stated she had been taking multiple finger stick measurements daily. It was reported that on (B)(6) 2018, the sensor had failed at noon. She called the patient¿s doctor and they advised her to take the patient to the emergency room (ER). When the patient arrived at the emergency room at 1:00pm, her blood sugar was tested and was 811 mg/dl. The patient was admitted to the emergency room and was diagnosed with diabetic ketoacidosis and then was admitted to the hospital the same night. The patient was treated with insulin via intravenous (IV) therapy. The patient was released from the hospital on (B)(6) 2018 at 5:00pm with a blood glucose reading of 129 mg/dl. At the time of contact, the patient was doing fine. No data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. No additional patient or event information is available.